Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported difficult to remove could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with patient anatomy, tissue or suture caught in foot. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medsun report received that states "describe the event or problem: perclose closure device would not come out of patient's body. Interventional cardiologist was consulted and was able to remove closure device. Angiogram was performed and showed no disturbance to the vasculature. What was the original intended procedure? Ablation pvc [premature ventricular contractions] what problem did the user have: device malfunction - that is, the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable; " the following additional information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device relative to a premature ventricular contraction ablation procedure using an 8f sheath. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A partial UDI was provided as the lot number is not known. Attachment: uf/importer report# (B)(4).